Event description:
Philips received a complaint by the customer on the v60 indicating that the navigation ring reaction was intermittent. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the field service engineer (fse) and confirmed the reported problem. The navigation ring reaction was determined to be intermittent, and a replacement of the navigation ring was performed to resolve the issue. The customer replaced the navigation ring to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
No part was received, and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure.

Manufacturer narrative:
H10: the removed navigation ring was returned to the product investigation lab (pil). The navigation ring failure was confirmed during an attempted use on the pil hospital vent standard test bed. The pil technician performed a temporary install of the printed circuit assembly (pca) portion of the navigation ring but verified that this did not fix the issue. The pil tech then confirmed that the navigation ring issue was due to the portion of the navigation ring that is fitted into the bezel itself. The pil technician also confirmed that the accept button operated as expected and that the switch panel power assembly power on button and all light emitting diodes (led) associated with the switch panel power assembly of the front bezel operated as expected.